Event description:
Healthcare provider reported a right capsular contraction baker grade iii/IV / concern with the product implant exchange. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). The event of "capsular contraction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction baker grade iii/IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, yellow particle in the shell, wear abrasion and crease fold . Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare provider reported a right capsular contraction baker grade iii/IV / concern with the product implant exchange. The device has been explanted and replaced.